Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she had stimulators which she described as electric and had stated shocking, but then stated the stimulators were not shocking her, that shocking was just the word she used for stimulation. The patient noted the stimulator on the right side was removed years ago because it wasn't working. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.